Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead would not capture at maximum pacing outputs. The lv lead was capped but not replaced as the patient had a system downgrade to an implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.